Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 13-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen at 200 mcg/day. It was reported that there was a return of baseline spasticity. The issue started on (B)(6) 2020. There were no environmental/extern al/patient factors that may have led or contributed to the issue. Troubleshooting included the pump being interrogated by the healthcare professional (hcp), and confirmed to be running as prescribed. X-ray imaging of the catheter and pump was also inconclusive. Actions that were taken to resolve the issue included the pump connector segment being replaced, and the issue was resolved at the time of the report. The product would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the sutureless connector (sc) which is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.